Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2013, the pt had permacol mesh implanted. On (B)(6) 2013, the pt presented with a subcutaneous abscess, seroma, and fistula. This was treated with a puncture and drainage. Local subcutaneous drainage and water lavage and intravenous antibiotic. Per additional info, the pt experienced wound dehiscence (2mm) upper and lower scare pole with subcutaneous seroma. Bacteria negative. According to the principal investigator, there is a possible relationship of device.

Manufacturer narrative:
(B)(4).